Event description:
It was reported that the patient used meal announcements on the ilet bionic pancreas to correct elevated blood glucose, and the patient was advised that this practice could lead to dosing maladaptation and to allow the correction algorithm to address hyperglycemia instead. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alarms, and completion of troubleshooting and education. Investigation included case documentation review and user coaching. Investigation of this case revealed user technique error related to dosing behavior while the device and components functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error with no device malfunction.